Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The microsensor was not returned for evaluation (discarded by the hospital) therefore, an evaluation of the device could not be performed. Lot number information has been provided, therefore, manufacturing records were reviewed, and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this, and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that during the procedure, one end of the microsensor (stylet) could not be fixed, therefore, the whole microsensor could not be fixed. The physician changed with another of the same device to complete the procedure. A 20-minute delay was noted with no patient injury. The microsensor was able to be zeroed.